Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was removed from the box and ready to be used, the cuff cannot be removed totally from the cannula body. The device was ready to be used on the patient, but it was not possible to proceed. There was no patient involvement, no harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: received one decontaminated 7.0 aire cuf trach tube adjustable hyperflex for evaluation. Visual inspection by the unaided eye under normal plant lighting was performed on the returned device. The sample appeared to have not been used. The cuff was inflated with 10cc of air and visual inspection confirmed the cuff was pinched (i.e., stuck to itself) in one area. The air was removed, and the cuff deflated to its natural state. Following normal cuff manipulation practices, the pinched area was released. The cuff was inflated and deflated multiple times without issue. The cuff remained free and unstuck to itself. The pinched area may have been the result of teflon spray being absent in that area, excessive teflon drying in that area, or the storage conditions of the device. Silicone has the propensity to stick to itself over time. With manipulation, the bond releases and the silicone cuff continues to function as designed. This is not considered a manufacturing defect. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.